Event description:
It was reported that vegetation was present on the lead. No additional details were provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).